Manufacturer narrative:
On september 11, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the device date of explantation. The device date of explantation was updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 21, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the cpx4 plus sm te mh 650cc tissue expander was found to have a tear between the bladder and the shell. Leak testing was performed, in accordance with mentor procedures and no additional leaks were detected. Microscopic examination was performed and the cause of the tear could not be identified. Thickness measurement was not performed to avoid compromising the device integrity. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. According to the manufacturing investigation, the device was evaluated, the bladder/shell bond from the interior, nothing was observed that could indicate manufacturing error caused the tear to occur. The event reported in this product complaint is not able to be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 56-year-old caucasian female patient underwent a breast surgery with a 650cc mentor cpx4 plus, smooth, medium height tissue expander and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2023.